Event description:
The user facility reported the patient was on impella rp flex support and during support, the patient had multiple episodes of ventricular tachycardia (vt). No further information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.